Event description:
It was reported that the patient experienced a cardiac effusion and hypotension. Towards the end of the ablation procedure, using a farawave nav pfa catheter, the physician observed a moderate to large effusion located around the right ventricle and left ventricle, when the patients blood pressure dropped. The effusion was confirmed via intracardiac echo. A pericardiocentesis was performed and 650ml of fluid was removed. An arterial blood gas (abg) was performed, and confirmed it was venous blood. The patient was stable during the procedure. Additionally, when the effusion was discovered the non-boston scientific ultrasound catheter was also in the body. No additional information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.